Event description:
Event description guidant received information that this right ventricular lead was surgically abandoned and replaced due to elevated threshold measurments and loss of capture at maximum output.